Event description:
The company rep reported that the iabp at the customer site generated an electrical test failure code #58 (power-up vent test failed).

Manufacturer narrative:
The company rep replaced the manifold drive assembly ((B)(4)). The company rep performed full functional and safety tests. (B)(4).